Manufacturer narrative:
Complaint is currently being investigated by manufacturer. Device has not been returned for evaluation. However, a photograph was provided with visible deformities of the packaged device. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Event description:
On 30jul2024, ferring pharmaceuticals inc., contacted west pharma. Services, il ltd. (West il), to report that two (2) batches of mp vial adapters 13mm, did not meet the quality control incoming specification at ferring pharmaceuticals and were rejected due to open and deformed blisters of the primary packaging.

Manufacturer narrative:
A review of batch records for lot#j792 revealed no non-conformance. All qc inspections were conducted according to procedures, no other issues were identified. According to the manufacturer's records, lot#j792 was manufactured according to relevant procedures, tested before release, packed and shipped according to specifications. Complaints database of the last three years was reviewed; one justified complaint was identified for this lot regarding shipping damage. Retained samples from lot#j793 were 100% visually inspected by the contract manufacturer - no findings were observed. Additional information received from the manufacturer's pharmaceutical customer revealed, (B)(4) inspected q-cap devices were found bent and others were partially open. According to the sub-contractors' review of sterilization records, no issues were noticed for lot# j972. No samples were returned to the manufacturer. However, per the obtained pictures, the q-cap devices were detected with deformed ad open blisters and the issue was verified. According to available data, it is likely that lot# j792 was not exposed to high temperatures during the manufacturing and or sterilization process. The manufacturer is unable to fully monitor the conditions the products are exposed to while under service providers such as couriers and transportation contractors. Hence, this issue likely occurred during shipment of lot# j792. This is due to insufficient temperature monitoring over the door to door shipment process, which is the manufacturer's responsibility.

Manufacturer narrative:
Unique device identifier (UDI) # corrected. Complaint is currently being investigated by manufacturer. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.